Event description:
It was reported that a patient had an eri (elective replacement indicator) message on the patient programmer. It was noted that the patient was implanted in (B)(6) 2012. Five days later, it was reported that the patent had one group, two programs, did not have cycling, and usually turned the device off at night. The two groups were set at 3.6 volts, 300 pulse width, and 50-70 hertz and 3.8 volts, 450 pulse width, and 50-70 hertz. It was noted that the device was on 46 percent of the time since the last reprogramming session. The reporter stated that the device battery voltage was 2.765. It was reported that the patient felt a shocking sensation during earlier testing. Impedance pairs were tested and it was determined that there was a short between electrodes 0 and 1 because the impedance between the pair was less than 150 ohms when tested at 3 volts. The patient's device was reprogrammed to cycle with 30 minutes on and 10 minutes off and to not use both electrodes 0 and 1 at the same time in order to prolong the remaining battery life. Two days later, it was reported that the patient was reprogrammed effectively without using electrodes 0 or 1. It was noted that the patient received good pain coverage after the reprogramming. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 399860, lot # 10748300, implanted: (B)(6) 2012, product type lead; product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
Additional information received from the health care provider reported that the cause of the event was premature battery depletion. There were no surgical interventions scheduled at this time. Reprogramming was done on (B)(6)-2012, and that helped the battery life last longer. There was no patient hospitalization and no patient injury. No further information was provided.

Manufacturer narrative:
(B)(4).